Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "capsular contracture/ruptured,¿ baker grade not specified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side "capsular contracture/ruptured,¿ baker grade not specified. Manufacturer of the device is unknown. Device has been explanted.